Event description:
Customer reported that her insulin pump was not keeping track of her bolus deliveries. The customer's blood glucose was 107 mg/dl. Troubleshooting advised the customer to disconnect from the insulin pump and then delivering a bolus to make sure it appeared in the history. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.